Event description:
Complainant alleged that while attempting to defibrillate a 76-year-old female patient, the device was unable to analyze. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was observed during review of the device's history log. The device was put through extensive testing including defib testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical file showed while the device attempted to analyze, CPR was being performed. The log indicates that the operator continued to perform CPR through the analysis, leading to deflections high enough to cause the analysis to halt by design. This occurs during both attempts to analyze. The pads are removed after the second analysis attempt and the device is left for 10 minutes until the device is shut down. There is no indication that the device could not complete an analysis if CPR had not been performed during the device analysis. There is no evidence that the device would not have been able to discharge if required. It is important to ensure that all operators are trained in the use of the AED plus and that the operator follow all audio and visual prompts during the clinical rescue. Analysis for reports of this type has not identified an increase in trend.